Event description:
Nephron nitrile manufacturer (k233970), brand - huckleberry: this is a periodical follow up report related to previously submitted FDA medsun report regarding nephron nitrile nitrile examination glove failures for the huckleberry brand. Between 3/25/2026 and 5/31/2026, there were 11 reports of glove failures experienced at 1 facility. An estimated at least 65 nitrile examination gloves failed in this time period. Types of issues/failures included: missing parts of gloves, tears/rips, inconsistent glove thickness, gloves stuck together, size too large, and other issues.